Event description:
Caller states customer received results of 40 mg/dl on compact plus system 1 and 74 mg/dl on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Caller treated the customer with 4 glucose tables; customer tested 211 mg/dl on compact plus system 1 within 4 minutes of the reported values. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20720641, expiration date 01/31/2011). Reference medwatch report with (B)(4) for the suspect device used in system 1.

Event description:
Boston scientific crm received information that this pacemaker exhibited a magnet rate of 85 ppm over transtelephonic monitoring, which correlates to elective replacement time (ert). This device reached ert in 2.8 years, and was therefore suspected of possible premature depletion. No programming details were provided, however technical services speculated on high outputs having impacted the device longevity. No adverse patient effects were reported. Later, the device was explanted for normal battery depletion, and returned for analysis.